Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing the ac power indicator is not working. There was no reported patient involvement.